Manufacturer narrative:
The investigation determined the issue is consistent with inadequate pre-analytic sample handling.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation on a cobas 8000 c 701 module. All questioned samples had initial alt values < 5 u/l. The samples were repeated on other analyzers after re-centrifugation and the results were slightly higher. The customer provided one example of a patient sample with discrepant alt results. The customer indicated the sample was hemolyzed. The sample initially resulted in an alt value of 5 u/l. The sample was recentrifuged and repeated twice on a second analyzer, resulting in alt values of 24.6 u/l and 24.6 u/l. The sample was repeated on a third analyzer, resulting in a value of 24.3 u/l. The sample was also repeated on a siemens instrument, resulting in an alt value of 30.62 u/l.

Manufacturer narrative:
The serial number of the c 701 analyzer is (B)(6). Calibration and control data were acceptable. A general reagent issue can be ruled out. Upon review of the alarm trace, abnormal aspiration alarms and sample short alarms were observed. The sample centrifugation time was shorter than recommended by the tube manufacturer. It was observed that the customer had lipemic samples, low-volume samples, icteric samples, samples with gel particles detached from the walls, samples with fibrin, and hemolyzed samples. The investigation is ongoing.